Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00679 . It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted.